Manufacturer narrative:
The device has not been rec'd for analysis. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.

Event description:
Same case as MFR's report # 6000093-2007-00667. It was reported that during a superficial femoral artery pta / stenting treatment procedure, stent securement difficulties were encountered. The customer stated that "the [6x40x1350] stent prematurely partially deployed outside of the pt as they were trying to track over the wire and was being introduced in to the sheath. The distal end was moving back and forth. It was removed." They further reported that, "the [7x39x750] stent was noticed during preparation outside the pt's body that it was loose. Another of the same was used." The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "good".